Event description:
Initially, the device was received with no information and no event. As of the date of this report, it was stated that following the removal of interstim in (B)(6) patient developed an infection, "part of the incision that was made to remove the device became infected." It was stated that patient then had her pump removed on (B)(6) 2012. The catheter was left in place. It was further added that for the last 6 months the patient had the pump in, she would get a "shock/twitch" every once in a while. Patient was informed that she needed to wait 6 months to have it put back in and be infection free. It was also stated that the infection was treated and has healed. Since the pump has been removed patient had been having back pain, headaches, "restless legs, her pancreas has been acting up and she can't sit, lay or walk well." Patient had an epidural last on (B)(6) 2012. A CT scan showed her pump was "helping in that area too." Patient was given dilaudid pills but was not getting any pain relief from them and they are causing stomach irritation. Drugs infused via the device were clonidine, bupivacaine, dilaudid.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8832, serial # (B)(4), implanted: unk, explanted: unk; catheter model 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: unk; catheter model 8596sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk; pouch model 8590-1, lot # n123502, implanted: (B)(6) 2007, explanted: (B)(6) 2012. (B)(4). ("Restless legs, her pancreas has been acting up"). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.